Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving morphine 4 mg/ml at .8 mg/ml per day via an implantable pump for an unknown indication for use. It was reported that prior to use, there was an out of box pump failure. The manufacturer representative could not interrogate the pump before implantation. It was further reported that on the day of implant surgery, they tried to interrogate the pump on all sides if the box but was unable to read and program the pump. It was also reported that they tried to interrogate on all angles and after ¿e¿ starting the physician programmer. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that this pump was not implanted and they used a back-up pump. It was reported that the issue was resolved at the time of the event. There was no surgical intervention that occurred or surgical intervention that was planned. There were no reported patient symptoms and it was further noted that the patient was not affected by this. There were no reported complications.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.